Manufacturer narrative:
(B)(4). The device was manufactured august 28, 2014- september 3, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particles ranging between 0.68 to 1.74 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed that the particles were made of acrylic. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate in the reservoir of a small volume intermate. This was observed after compounding had occurred. The device was filled with an unknown solution. There was no patient involvement. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.